Manufacturer narrative:
The insulin pump was received with minor scratched display window and broken reservoir tube lip. The reservoir tube lip was completely broken off and test reservoir will not lock/click in place.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer changed out his reservoir and the top half of the pump is broken off. The customer stated that half the gasket is hanging out. The customer went to twist out the reservoir and a piece came off. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.